Manufacturer narrative:
Device received with no menu button, select, up arrow, down arrow, right arrow, left arrow, return button response due to broken keypad traces. Unable to perform the self test and displacement test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer¿s blood glucose was 250 mg/dl. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that the center button was unresponsive. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.